Event description:
It was reported that the patient was in a motor vehicle accident on (B)(6) 2014 and had an MRI on that date. The patient believed that his pump had stopped working on friday and thought that it might have been due to the MRI. The patient had been having withdrawal symptoms that started on (B)(6) 2014 of nausea, loss of bowel control, and diarrhea. The patient had reportedly been admitted to the emergency room (ER). It was noted that the hospital had contacted the manufacturer's representative to have someone evaluate the patient's pump. The patient had been waiting 6 hours and nobody had showed up yet. The patient was reportedly not allowed to be discharged until the pump could be checked, but did not want to stay in the ER any longer. A manufacturer's representative arrived while the patient was on the phone. It was later reported that the patient believed he had a faulty catheter, but that this was just a guess. The patient stated that his current pump was having a problem, and his vacation was cut short due to pump failure . The patient's "problem of going to the ER" had reportedly snowballed into a major problem in his life. The patient was frustrated as no one would admit him to a hospital. It was later reported by the patient's healthcare professional (hcp) that the patient was experiencing underdose symptoms, sweating, and less than 50% therapy relief. The doctor was unable to aspirate from the catheter as there was an occlusion. A dye study, x-rays, and device interrogation were all performed. A catheter revision was planned but not scheduled at the time of report. The patient's pump was intended to infuse dilaudid and clonidine. Additional information was requested to help determine the cause of the event, any other interventions, and how the patient was doing.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
On (B)(6) 2014 information was received from a representative indicating that no motor stall was detected except for the usual time of the MRI. The patient was planning to have the pump replaced because it was close to its elective replacement indicator (eri).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it had been a month since the patient had symptoms of a clogged catheter. The patient was "sick of all involved dragging their feet." The patient had to arrange with the neurosurgeon for a catheter change, but the patient thought it was up to either his physician or manufacturer representative (rep) to make the arrangements. It was noted "another week was wasted" while the patient was trying to kill pain orally. The patient was dissatisfied and was still having concerns regarding their device or therapy. The patient had an appointment "(B)(6) 2014?" For a catheter change. No outcome was reported regarding this event and the exact appointment date was unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.